Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had malfunctioning keypad numbers 1, 4 and 7. This occurred upon power in at the delivery room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a keypad malfunctioned numbers 1, 4 and 7' was not reproduced. Evaluation received a clean load point #2 error at startup, and calibrated the device. Upon calibration keypad worked as intended. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The should additional relevant information become available, a supplemental report will be submitted.